Event description:
It was reported that during the implant procedure, the atrial lead had low impedance. The impedance was lower when the lead was attached to the device in bipolar and no measurement could be obtained in unipolar. The lead was not implanted, and a new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant adn visual summary analysis of the lead indicated stretching. The analyst noted that the lead was stretched. The inner insulation was torn during the attempted implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.